Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal piece of the vessel sealer extend (vse) started to pull off and stuck in the trocar. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.